Manufacturer narrative:
(B)(4). The lot was manufactured between (B)(6) 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and verified the reported condition. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event was reported to have occurred within one week of (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link extension set was leaking "where the soft tubing of the set connects to the hard distal plastic male connector". This occurred during priming. There was no patient involvement. No additional information is available.